Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, varying impedance, elevated sensing integrity counter (sic), and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.